Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent (cloudy fluid). The patient was hospitalized. The patient received unspecified antibiotics for treatment. At the time of this report, the patient was discharged from the hospital and recovered from the events on an unknown date. Pd therapy was ongoing. It was reported the patient was retrained on the proper aseptic technique. No additional information is available.